Event description:
It was reported that the ipg was having impedance issues during a procedure for lead migration (reference MFR report # 3006705815-2019-00480), therefore physician explanted and replaced the ipg as well during the procedure. Postoperatively, patient has effective therapy.